Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking, the stent was not found crimped on the balloon; however, it was present in the packaging. No additional event or pt info is available.